Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator screen locked up for user. The unit was alarming and displaying the message "device software not responding". The issue occurred during patient use. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
H10: the suspect device has not been returned for evaluation. Logs found that there was an so2flushenableonoffvalue-1 followed by another screen change which can cause the vent to freeze up. Analyzed logs if there was an app hang up as described in the fsca. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. As a resolution, vyaire tech support check on unit log file and found no performance issues. Instructed customer on how to remove the circuit tile. Unit functioned as designed.